Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "small particle" was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during an unspecified process step while compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: the device was received for evaluation partially filled with a liquid solution. A photograph of the sample was also provided for evaluation. Visual inspection along with magnification was performed and a white thin elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material was observed in the fluid path in the photo sample only. The reported condition was verified in the photo sample; however, not verified the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.